Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).

Event description:
The iab was inserted pre-operatively. The pressure waveform disappeared during the case and there were catheter alarms. The surgeon checked the insertion site. However, there was no improvement so the catheter was removed and a second iab was inserted at the end of the procedure. The catheter appeared to be kinked when it was removed. The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 2/25/98. [Pt's current status]: unk-rpt'd 2/25/98.